Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and mildly calcified proximal circumflex artery. Unspecified stents were already implanted in the left main and left anterior descending arteries. An attempt was made to advance a 2.5 x 28 mm xience xpedition stent delivery system to the proximal circumflex artery. The device did not meet any resistance during advancement; however, the stent separated into two separate pieces inside the guiding catheter. Therefore, the sds was removed with the guiding catheter as a single unit to remove the components from the anatomy. A non-abbott stent was then implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received. Returned device analysis revealed that the stent implant was not separated and it was stationary on the tightly folded balloon between the markers. However, the hypotube was separated distal to the strain relief tubing. Follow-up with the site confirmed the correct device was returned. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction: adverse event/required intervention removed. Correction: serious injury changed to malfunction. (B)(4).